Manufacturer narrative:
Correction of awareness date from (B)(6) 2016 to (B)(6) 2016. A visual inspection was conducted by the specification developer and results showed that the ignitors in the lamp power supply units (psu) of the surgical microscope have burnt black marks. To further evaluate the root cause of the malfunction, the defective parts were sent to the power supply supplier. Test on the 2 power supplies and their fuses were conducted and no malfunction can be identified. The investigation was then forwarded to the ignitor's supplier and result showed that the burnt black marks can be attributed to the ignitor's pcb component. Further analysis by the pcb supplier showed that a reduction in the pcb's copper layer (trace) thickness had occurred due to the manufacturing process, such as hot air leveling process and wave soldering. The pcb's copper layer (trace) thickness was reduced to a level that caused it to be thinner than the specification for traces in the pcb. A reduced pcb's copper layer (trace) thickness in the igniter can cause a short when used with the power supply in the high current application. Improvements were implemented to reduce the production issues at the pcb supplier. In addition, a change to the copper trace thickness specification was introduced by the power supply supplier. After these implementation, there have been no defect returned for this part due to related shorting/burnt issue.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
Leica microsystems (B)(4) received a complaint on (B)(6) 2016 from (B)(6) stating that in the middle of a surgical procedure, both main and back-up illumination lamps of the leica m525 f50 surgical microscope did not work. The surgeon had to stop the surgery and called the biomedical staff for assistance. The biomedical staff confirmed that both xenon lamp ignitors malfunctioned and the surgical microscope was repaired. The surgical microscope was used again to complete the surgery.